Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The sample was determined to be contaminated with k ions.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 8000 ise module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted in a k value of 9.47 mmol/l accompanied by a data flag and repeated as 9.48 mmol/l accompanied by a data flag. The sample was repeated on an radiometer abl 90 flex analyzer, resulting in a value of 8.9 mmol/l. A second sample was collected from the patient and this resulted in a value of 4.0 mmol/l. The k electrode lot number and expiration date were requested, but not provided.